Event description:
It was reported that patient¿s ipg was deemed inoperable. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.